Manufacturer narrative:
B)(4).

Event description:
It was reported that the right ventricular lead exhibited very low impedance and an insulation anomaly, the patient was dependent.. The lead was capped and replaced successfully on b)(6) 2016. No additional information was available.